Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an implantable neurostimulator. The reason for call was patient was told by the nurse to call to inform that the battery was not charging and losing its charge quickly. Patient wanted to order a new battery pack. Patient then clarified it was the implant battery that was not lasting. The implant charge used to last a whole week and suddenly it went down to 2-3 days. Patient had not changed any of the settings. The issue started just recently. Reviewed the charging frequency depends on usage and settings. Redirected to healthcare provider to schedule an appointment with the representative to look at the charging frequency. Patient mentioned they saw the representative not that long ago because patient had CT scans and mris that rep had to come out and the representative checked everything a month ago. Redirected to hcp regarding ins charging frequency.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a patient (pt). It was reported that they spoke to a manufacturer representative (rep) and it was determined that the battery under the skin was losing power quickly and needed to be changed. The patient's battery was implanted (B)(6) 2020 and their first opening with their healthcare provider (hcp) is on (B)(6) at 1:40 for getting their replacement setup. The issue has not been resolved. They have to wait until the surgeon is available. They are on the waitlist.